Manufacturer narrative:
Product event summary # further testing revealed a low battery voltage was measured; however, electrical analysis did not find any anomalies within the device or the hybrid. Temperature testing was performed on the hybrid. Monitoring for 72 hours at approximately 37ºc and temperature cycling from approximately 60 ºc to 0ºc (four cycles at one hour each) was performed. No confirmation of an abnormal condition that would have resulted in high current drain was observed. The hybrid is fully functional, and a root cause of the failure could not be established. The cause of the rapid battery depletion was not identified.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that the premature depletion was found on the patient's device. The device was explanted and replaced. No patientcomplications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the device was returned and analyzed. Analysis of the device revealed normal battery depletion.